Event description:
It was reported that the pacemaker was unable to be interrogated. Multiple programmers were tried with no success. It was noted that at the last interrogation 6 months ago, the estimated longevity was around 7 years. It was noted that the device exhibited premature battery depletion. The device was explanted and replaced. The patient was not symptomatic and was stable pre, during and post procedure.